Event description:
During an atrial fibrillation procedure, the catheter was found to be fractured after insertion into the patient. The catheter was inserted into the sheath and resistance was noted at the tip of the catheter. The catheter was removed and the head end of the catheter was bent. The catheter was exchanged, and the procedure was completed. Upon inspection after the procedure, it was noted that the junction of the probe at the end of the catheter was loose. There were no adverse patient health consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter shaft was found to be bent in multiple locations. No tip fracture or damage was noted at "the probe at the end of the catheter". No resistance or functional anomalies were noted when the viewflex catheter was advanced through a dilator/sheath assembly from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.